Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. This report was originally filed as mfg. Report num. 1119421-2018-01488. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two days following an intraocular lens (iol) implant procedure, the patient developed pain, increased intraocular pressure and diagnosis of endophthalmitis with culture of positive intravitreal material for enterococcus faecalis. Additional information was provided indicating that the patient's current condition is improving. The patient was treated with intravenous antibiotics and was hospitalized.